Event description:
Covidien received info stating that a pt disconnected themselves from an 840 ventilator and subsequently expired. The reporter states that the unit did alarm. The alarm occurred during the nursing change of shift and they did not hear the alarm. The reporter stated that the nurse claims they became aware of the situation through a remote monitor displaying the pt's vitals. The reporter states that resuscitation of the pt was attempted without success.

Manufacturer narrative:
The reporter stated that they contacted the covidien technical support engineer (tse) who troubleshot this issue with the customer over the phone. The customer noted that the alarm volume had been turned down. The tse instructed the customer on how to turn up the alarm volume. The customer reported to have performed extended self-testing on the device and all test passed. (B)(4).